Event description:
Customer states: prior to use on a pt, the doctor found that the cuff would not deflated. Customer confirmed no pt involvement.

Manufacturer narrative:
Pending return of the sample for analysis.